Event description:
Additional information received indicates that the patient¿s ipg was inoperable due to not charging the ipg.

Manufacturer narrative:
A4 - patient weight is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg was explanted on an unknown date in 2018 for an unknown reason.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
An explanted ipg was reported to abbott. The results of the investigation are inconclusive as the implant was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined.